Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus and respiratory issues, mouth issues, headaches, rashes and itchy hands and feet. The patient did report receiving medical intervention and is having a CT scan done. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.